Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device but could not duplicate the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed only when the subject device was connecting with the flexible endoscope at the unspecified timing. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus service operation repair center (sorc), omsc investigated the cause of the reported phenomenon but it could not be finding the true cause. However omsc surmised that the reported phenomenon was attributed to the user using the scope connector with foreign matter such as dust, dirt, chemical agent residue on the electrical contacts of the scope connector, the connection failure between the subject device and the light source both sides or the printed circuit board failure of the subject device. If additional information becomes available, this report will be supplemented.